Event description:
The pt fell asleep on an airplane and her daughter could not wake her up. The plane did an emergency landing and the pt was admitted to an intensive care unit. The pt was concerned that the implantable neurostimulator caused the incident. The daughter stated that the pt may have taken more medication before the flight than she was willing to admit. Additional information has been requested. A f/u report will be submitted if additional information becomes available.